Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the unknown component at the cement to implant interface. Unknown cement was used. Patient had a primary cruciate substituting fixed bearing sigma total knee where the tibial component had subsided on the medial side and needed to be revised. Surgeon removed the tibial component, polyethylene bearing and the patella component. The tibia was revised with a 2.5 sigma revision mobile bearing tray and a 30 mm cemented stem extension. A 12.5 mm size 2.5 stabilized bearing was implanted as well. New patella component was not implanted because there was not sufficient bone stock. Doi: unknown, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Additional information stated that the tibial component and patella were loose. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.